Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock male luer connector separated from the tubing. The following information was provided by the initial reporter: "the incident occured in radiology. The male luer end of the connector disconnected from the tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 26-sep-2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue of disconnection was confirmed upon inspection of the sample. Analysis of the sample showed that there was a lack of adhesive at the point of failure. Bd determined that the cause of the failure was associated to the manufacturing process. However, since the batch number was not provided, we were unable to determine the exact process or machine that caused this failure. As a lot number is unknown for this incident, a device history record review cannot be completed.

Event description:
It was reported that the bd connecta¿ stopcock male luer connector separated from the tubing. The following information was provided by the initial reporter: "the incident occured in radiology... The male luer end of the connector disconnected from the tubing."